Manufacturer narrative:
The insulin pump was monitored no constant tone, no missing segments, and no fading segments noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. However, the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and rang a long constant tone. The patient's blood glucose level was 313 mg/dl at the time of the incident before treating it with a bolus. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.